Event description:
Received pt from ER with IV 9ns and ivpb 100ml d5w with 10 kcl running at 500 ml/hr. Mainline ordered at 500 ml/hr bolus x3. However, ivpb was running upon arrival to floor. K+ ivpb immediately discontinued and IV down to 100 ml/hr. Dr here and examined pt: vss 98.7-93-16-120/68. Heart rate irregular, color pale, skin dry, lung clear a+p bilateral. No edema, pt received 1 k+ ivpb (100 ml d5w with 10kcl ivpb) both ordered from ER. Human error; question design of equipment as possible contributor.